Event description:
It was reported that patient was having side pains-doctor felt pain needed revision and decided to cement in the definition stem.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional information becomes available, a supplemental report will be issued.